Event description:
It is reported that the (B)(6) male pt had emergency surgery on (B)(6) 2012 and was admitted to ICU that day. Pt developed multi-organ failure for which he was treated with general supportive care (intubation, ventilation, vasopressors and renal replacement therapy). Pt was slowly weaned from mechanical ventilation with the assistance of a tracheostomy. Pt developed a loose stool soon after admission thought to be related to mucosal sloughing secondary to intraoperative hypo-perfusion. Due to the condition of is skin a flexi-seal was inserted on (B)(6) 2012 for four (4) days. The pt was sat out in a chair for a six hour period on the (B)(6) 2012 with fms in situ before the fms was removed on (B)(6) 2012 due to excessive by-passing/resolution of diarrhea; incident occurred 24 hours later. Rectal (pr) bleeding commenced at 01.00 hrs (B)(6) 2012 and was treated with blood transfusion and surgical review. It is reported no further bleeding after 03.00 hrs (B)(6) 2012. Pt discharged from ICU was delayed by 24 hours, actual discharge date is reported as (B)(6) 2012. Lastly, it is reported that pt was discharged from the hospital to his home on (B)(6) 2012 and is alive. In addition, details of the report stated that this stay is in line with what would have been expected.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.